Event description:
The customer reported, the system failed to produce fluoroscopy x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The insulated-gate bipolar transistor and high voltage tank was replaced. The system was then found to be operating as intended.